Event description:
(B)(6), the software medtronic supplies for use with it's 670g insulin pump reported a doubled amount of carbohydrates in it's report to my physician. They did a non-professional investigation and agreed it was reported incorrectly but have not found the reason why and have refused to allow me to see data on this investigation.